Event description:
It was reported that during a laparoscopic gastric bypass procedure, the first firing of the device worked fine across the jejunum. When the surgeon placed the device down the two sleeves of the jejunum for the jj, the device was clamped down, the safety was released and when the surgeon pulled the trigger to fire there was no power to the device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the surgeon informed that within 24 hours of the procedure, the patient was brought back to the or. There was swelling at the jejunum junction that needed to be treated. Per the surgeon, this is the same place the device had been clamped down and failed to fire. It is unknown what treatment was administered. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.